Event description:
PICC inserted in right leg with no complications. One lumen used for continuous milrinone infusion, the other flushed routinely and used for periodic lab draws. Found to be leaking from 21g lumen near hub.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.